Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported the patient was to have a magnetic resonance imaging (MRI) due to them experiencing syncope. It was unknown if the procedure was due to a problem with the device or therapy along with it was unknown if the symptoms were related to the device or therapy. It was noted that the patient had been in the hospital since (B)(6) 2018. No further patient complications have been reported as a result of this event.